Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 32 mg/dl and the cause was not known. Paramedics treated the customer with an intravenous glucose drip. The customer did not receive further treatment at the emergency room (ER). After 4 hours, the customer left the ER with a bg of 220 mg/dl and was "fine". As the event had occurred past, troubleshooting was not performed.